Manufacturer narrative:
The event of visibility/palpability is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration, malposition, wrinkling, visibility/palpability.

Event description:
Healthcare professional reported via nbir "device migration", "implant malposition", "wrinkling/rippling", and "change shape/size/style". This record is for right side. Device has been explanted and replaced.